Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a delay in intracranial pressure readings with the direct link intracranial pressure monitor (date unknown of procedure). The direct link intracranial pressure monitor was connected to a general electric monitor to zero the sensor in the operating room. The internal checking and the zeroing were initially successful. When the direct link intracranial pressure monitor was disconnected from the general electric monitor and connected to the philips intelliuve mx800 in the intensive care unit no intracranial pressure signal was detected and a question mark appeared on the screen for greater than one hour. The facility attempted to change the cables from the bedside monitor to direct link intracranial pressure monitor and from the direct link intracranial pressure monitor to the sensor without success. After more than one hour the signal was detected and the intracranial pressure measurement was compatible with patient status.